Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the implanted pump and catheter had been removed due to an "infection". In regards to the infection it was stated that it was not clear if this was pump related or due to "another previous spine surgery the patient had".